Event description:
It was reported that the patient developed a lumbar paraspinal cystic mass after fusion with rhmbp-2/acs. The cyst was aspirated in 2009.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.